Event description:
It was reported that: during inventory 3 of the guide wires were found to be kinked. The issue was identified prior to use on patient. There was no patient involvement. Associated to 2 other complaints. 3006425876-2023-00890 and 3006425876-2023-00892.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of guidewire kinked prior to use was confirmed by the photo. The customer returned one unopened sac kit for analysis. No definite signs of use were observed. Visual inspection revealed two major kinks in the guide wire body. Creasing on the guide wire protective tubing and the kit packaging were also observed. The damage observed is consistent with defects related to storage and shipping. The major kinks on the guide wire measured 24mm and 176mm from the distal end. The guide wire total length measured 349mm, which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.51mm, which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide". The guide wire was passed through the returned 20 ga introducer needle. The undamaged portions of the guide wi re were able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were intact. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in may 2018 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body. In addition, several folds and creases were observed on the protective tubing and outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: during inventory 3 of the guide wires were found to be kinked. The issue was identified prior to use on patient. There was no patient involvement. Associated to 2 other complaints. 3006425876-2023-00890 and 3006425876-2023-00892.